Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that an issue with air-in-line (ail) alarms. It was reported that the "first channel" alarmed ail with no visible air noted int the IV tubing. The clinician reportedly removed the IV set and ¿ran med through to clear any air bubbles." Inserted IV set back into the same channel. Fluids infused for a few minutes than "beeped ail alarm again." The clinician then reportedly pressed the restart key, and the channel "still alarmed ail." The clinician reportedly changed out the channel with another one and "it alarmed ail." The clinician then changed to another channel and it "alarmed ail." The clinician then changed the IV set and inserted it back into the channel and "no further ail alarm." The medication involved was zosyn 3.375 mg in 100ml administered as a primary infusion at 25ml/hour. The issue was reported to bd representative during their site visit. Bd representatives reviewed IV set loading and troubleshooting ail with clinicians. There was patient involvement but no harm.